Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the trial procedure the patient was hospitalized due to headaches and vomiting. The leads were pulled and there have been no reports of further complications regarding this event.